Event description:
The ventilator failed and alarms sounded. The pt was taken off and bagged by nurse with 100% fio2. The nurse called out for a respiratory therapist and respiratory placed the pt on another vent with no harm done to the pt. Screen showed the vent "in-op."